Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, it was reported that the patient experienced osteolysis and wear of the tibial insert. As a result, the patient was scheduled to undergo a left knee revision. No further information available. No further patient impact reported.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, it was reported that the patient experienced osteolysis. As a result, the patient underwent a right knee revision an unknown amount of time after initial implantation. No further information available. No further patient impact reported.

Manufacturer narrative:
D10: 02-012-41-4040 - logic tibia traptray cem sz 4f/4t (B)(6). 02-012-44-4015 - logic tibia implant psc insert, sz 4, 15mm (B)(6). 02-020-11-0340 - truliant ps cem fem ps cem right sz 4 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b1, b2, b5, d1, d4, g4, h6 - health effect - impact code, medical device problem code, component code and type of investigation.if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.